Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.55 ng/ml versus expected < 0.012 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. In addition, non-reproducible higher than expected results (0.086, 0.064 ng/ml versus expected < 0.012 ng/ml) were obtained when running a troponin free fluid, high sample diluent b. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was not reported out of the laboratory as the customer runs a trop I es verification test along with patient samples. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. In addition, non-reproducible higher than expected results were obtained from a troponin free fluid, high sample diluent b. An ocd field engineer replaced the reagent metering proboscis, rebuilt the drd pump, and recalibrated the reagent metering subsystem to return the instrument to expected operation. Following these activities, acceptable vitros trop I es performance was observed. The root cause of this event is most likely instrument related.